Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on an unknown date. During the procedure, it was noted that the balloon came off and the balloon had to be retrieved from the esophagus. The procedure was completed at this time. There were no patient complications reported as a result of this event. Additional information received on november 22, 2021: it was reported that the cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block h2: additional information: blocks b5 (describe event or problem), d7a (reprocessed/reused), and h8 (usage of device). Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0501 captures the reportable event of balloon detached. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on an unknown date. During the procedure, it was noted that the balloon came off and the balloon had to be retrieved from the esophagus. The procedure was completed at this time. There were no patient complications reported as a result of this event. ***additional information received on november 22, 2021*** it was reported that the cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 10/01/2021 as no event date was reported. Block h6: device code a0501 captures the reportable event of balloon detached. Block h10: a visual and microscopic examination of the returned complaint device found that the balloon was detached from the catheter, which confirms the reported event. Additionally, the balloon was accordioned and stretched. No damage was found on the catheter of the device. The guidewire was not returned with the device. It is possible that factors encountered during the procedure, such as the interaction with scope inside the esophagus, it is probable that some friction and force applied over the balloon could make that it separated from the catheter for this reason the internal lumen of the balloon was stretched and by the same issue the balloon got the accordioned shape. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on an unknown date. During the procedure, it was noted that the balloon came off and the balloon had to be retrieved from the esophagus. The procedure was completed at this time. There were no patient complications reported as a result of this event.